Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 bd pen ndl 32g 4mm were unable to deliver insulin/medication. The following information was provided by the initial reporter: customer reported that the box in use already had 8 clogged needles, (less 3 related to a separate report).

Manufacturer narrative:
H.6. Investigation: customer returned several images of the shelf carton for 4mm, 32 gauge pen needles from lot 0189491. No pen needles are shown directly. The reported clogs cannot be confirmed without direct testing or observing a potential clog in the cannula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that 5 bd pen ndl 32g 4mm were unable to deliver insulin/medication. The following information was provided by the initial reporter: customer reported that the box in use already had 8 clogged needles, (less 3 related to a separate report).